Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The length of the membranous septum was 4mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). Post-procedure less than 48 hours later, the patient was developed with a complete heart block. A temporary pacemaker was placed to stabilize the cardiac rhythm and left the procedure room. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a permanent pacemaker to resolve the event. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.